Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial colectomy, the first firing was successful but upon the second firing, the surgeon squeezed the handle to load the clip, the clip was loaded but the tip of the clip was already closed and the blood vessel could not be approached. The surgeon tried to fire several times out of the patient, but the same event occurred, so a new product was used to complete the case. No patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.